Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a small air bubble in the tubing near the luer lock. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer primed the tubing and did not see the air bubble move. Tandem technical support informed customer that an air bubble may not exist but this was not confirmed.